Event description:
The customer reported out of range normal control solution test results with test strips. On 1/4/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 14 mg/dl. The customer called the co customer support line and, with the rep, performed two back to back normal control solution tests. The results were 9 and 19 mg/dl versus a normal control solution range of 118-178 mg/dl. The control solution, lot #vj205b, expiration 10/97, was opened one week ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 84 versus a check strip range of 70-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the den.